Manufacturer narrative:
All adverse events reported in this article are filed in MFR report#s 2953769-2010-00223 to 2953769-2010-00233. Article titled "dynamic interspinous process stabilization: review of complications associated with the x-stop device," by christian bowers, m.d., amin amini, m.d., m.sc., andrew t. Daily, m.d., and meic h. Schmidt, m.d. Method: device not returned; followed-up with author.

Event description:
In an article titled "dynamic interspinous process stabilization: review of complications associated with the x-stop device", the following event was reported: a pt underwent a two-level x-stop procedure at level l3-l4 and l4-l5 (12mm and 14mm device). Two months post procedure, the pt returned with a recurrence of symptoms due to a spinous process fracture at l4. The pt was treated using decompressive laminectomy with spinal fusion at l3-5. No additional information was reported.